Event description:
It was noted that the trial was successful on the first day but the next which was 2 days prior to this call, nothing seemed to be happening. The unplugged the wire and plugged back in. The patient stated he had 2 wires and indicated that on the first wire he was feeling a "jolt" and it went away when stimulation was increased up to 8-9 but then nothing else. It was noted that on the second wire he was not feeling anything at all. It was reported that night prior to this call patient was leaking worse than usual. It was noted that on the day of the call again patient unplugged the wire and plugged back in and was getting a "jolt" again after turning up high and then no stim sensation felt on either side. The patient thought there was maybe a short in the wire. The patient was not feeling anything currently. Follow up sent 5 days later from initial report indicated that the trial leads must have migrated resulting in loss of stimulation and the leads were pulled on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).